Event description:
It was reported that the patient experienced fluctuating blood glucose, with morning hyperglycemia followed by a downward trend to hypoglycemia while using the ilet system; the caregiver noted the pump attempted to stabilize glucose, the patient announced breakfast twice, consumed a breakfast bowl cereal with milk, and the device issued low-glucose alerts, with reported blood glucose ranging from 52 to 299 mg/dl; oral glucose was used to treat the low. Symptoms included malaise and dizziness consistent with hypoglycemia. Outcomes included an urgent low-glucose event without hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.